Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had image problem. The issue occurred during procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm.

Event description:
It was reported that the subject device had image problem. The issue occurred during procedure. The procedure was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a smashed connector tip and damaged connector seal. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable olympus will continue to monitor field performance for this device.